Event description:
The user facility reported that the device "slipped." The pt sustained a scalp laceration.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.